Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sy643ts - ennovate polyax.screw 7.5x40mm canulated. According to the complaint description, during an unspecified orthopedic procedure, the set screw did not fit. The set screw was replaced without any problems. Four (4) ennovate polyaxial screws had been used. An additional medical intervention was necessary. The adverse event is filed under aag reference (B)(4). .

Manufacturer narrative:
Investigation: visual investigation: in the first step we made a visual inspection of the received screw. Here we noticed wear marks inside the thread. In the next step we made a trial with a new set screw sy001t. It was not possible to screw in the set screw more than one thread. In the next step we investigated the clearance between the set screw and the pedicle screw thread. We found that there was no clearance between the threads and that is the root cause for the jamming of the set screw. The most probable root cause for the absence of clearance in the mentioned case is a deformation of the pedicle screw head. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level ((3)5 severity x (2)5 probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: due to the circumstance that there are wear traces overall in the thread, we assume that a set screw was screwed in fully before the problem occurred. The root cause for the described and confirmed problem is a deformation of the head of the pedicle screw. Conclusion and measures / preventive measures: based upon the investigation results, the root cause is likely usage-related. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.